Event description:
On (B)(6) 2007, patient (B)(6), a (B)(6) female with longstanding history of left 1st mtp djd, had a procedure ((B)(4) (left)) by dr. (B)(6). Once the great toe was reduced into a bone-on-bone contact position with the phalangeal side resting slightly on the metatarsal head, an attempt was made to place a wright medical headless screw across the joint ((B)(4) screw 3.0mm x 34mm). However, midway through compression, the screw failed and it sheared at the junction of the shaft and threads. The proximal part of the screw was removed and the threads were left intact in the bone as they were across the joint. At this point, fixation was switched over to a synthes 4.0 cannulated set where 2 crossing screws were placed under fluoroscopic visualization providing solid compression across the fusion site. Any defects around the fusion site were packed with morselized bone graft and then full fluoroscopic x-rays revealed good position to the great toe with slight clearance of the great toe pulp with weight bearing simulation. Adverse consequence to this failure has not been reported to date.